Event description:
A physician reported a woman developed elevated intraocular pressure following cataract surgery using healon 5 viscoelastic. The woman was an 80 year old female with chronic open angle glaucoma, reduced visual field, and who previously had undergone a trabeculectomy (early 1997). Her visual field loss, stated as reduced sensitivity in the nasal part of the visual field, was identified in 1996 (pre-cataract). Prior to the procedure her intraocular pressure was 18 mmhg on xalatan, pilocarpine, and beta blockers. The cornea was in perfect condition and the chamber was deep. The cataract was iii degree in view of its rigidity. The fundus of the eye that could be examined to a sufficient degree showed macular colloid degeneration related to age and signs of glaucomatous ophthalmopathy of moderate severity. There was preoperative partial optic nerve head damage, 2 on a scale of 1-4. Her topical eye treatment was replaced by diamox a few days before surgery. On 29 oct 98, she had cataract extraction by means of phacoemulsification through a temporal corneal tunnel (2.7 for phaco, and 3.5 mm for implant of lens.) The procedure was done under topical anesthesia.